Manufacturer narrative:
The 510 (k) # is k093745. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) alleging inaccurate readings on the patient's one touch verio meter. The patient obtained a 130 mg/dl and a 155 mg/dl within 20 minutes from one another. The patient denied exhibiting any symptoms or seeking any medical attention. The complaint is being reported since the reading are greater than 15 % and meet the criteria for reporting the malfunction.